Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare (fph) representative that they noticed excessive condensation in the rt330 infant optiflow circuit during use. No patient consequence reported.

Manufacturer narrative:
(B)(4). Method: the compliant device was not returned to fph (B)(4). It was destroyed by the hospital before we could request it for evaluation. Therefore, our investigation is based on the information provided by the hospital, previous investigations of similar complaints and our knowledge of the product. Results: the hospital reported that the humidity compensation (hc) mode on the mr850 respiratory humidifier was turned 'off'. An fph representative was able to change this setting to 'auto'. A lot check could not be performed as a lot number was not provided. Conclusion: since the reported incident an fph representative has been in contact with the hospital. Upon changing the hc mode setting on the mr850 units, the hospital did not have any further incidents of excessive condensation. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensation is influenced by a number of multiple setup and environmental factors. The hc auto mode on the mr850 is designed to better control for condensation. The user instructions supplied with the rt330 infant optiflow circuit state the following: -"patient monitoring is recommended". -"do not cover the circuit with material such as blankets, towels or bed linen."